Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intravenous (IV) injection vancomycin (1 gram, every fifth day, duration not reported) for peritonitis. On the same day as onset, the patient began treatment with IV injection piptaz (4.5 gram, two times a day, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with the dianeal therapy was not reported. No additional information is available.